Event description:
It is reported that the patient underwent revision surgery. It is also reported that the patient's acetabular cup was not loose, but there was no bony ingrowth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(4) 2018 to enter additional information which was received on (B)(4) 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in (B)(4) 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 code l on the right side on (B)(6) 2005. The patient was revised on (B)(6) 2011 due to pain, fluid collection and synovitis.